Event description:
During device preparation for the atrial fibrillation procedure, there was a fluid leak. After sheath insertion and dilator removal, flushing was performed using a syringe. Fluid leakage was observed from the hemostatic valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.